Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device exhibited either electromagnetic interference (emi) or electrocautery noise artifact from a neck procedure this patient underwent. This device remains in service. No adverse patient effects were reported.